Event description:
On (B)(6) 2018, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch ultra meter would not turn on. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter stated that the alleged issue began at an unknown time on (B)(6) 2018. The patient manages her diabetes with insulin (type or dose not specified) and the reporter stated that the patient continued to administer her usual dose of insulin in response to the alleged issue. The reporter stated that an unknown time after the alleged issue occurred, the patient developed symptoms of ¿dizziness and sweating¿. The reporter stated that on (B)(6) 2018, the patient was taken to the emergency room (ER) where a health care professional (hcp) prescribed insulin to stabilize her blood glucose that she has to administer 3 times per day (type and dose). The reporter stated that the patient¿s blood glucose was not tested on another device. At the time of troubleshooting, the csr established that the product was not being used for the first time and noted that based on the information provided, there was no apparent misuse of the product. The csr confirmed that the patient was using the correct test strips; however, the meter would not power on when a test strip was inserted per owner¿s manual or when the power button was pressed. Based on the information provided, the meter batteries did not need replacing. The alleged issue could not be resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse event after the alleged issue occurred.